Event description:
Rptr states, upon trying to remove the nail, the threads on the extractor bolt snapped. The nail had been implanted for four yrs. Alternate instrumentation was used to remove the nail. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
This event is attributed to a rapid overload condition of the device. A material and design change have increased the strength of the instrument.